Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: (B)(6).

Event description:
It was reported that there was no waveform, and the invasive blood pressure (ibp) measurement was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.